Event description:
It was reported that during puncture with bd insyte¿ autoguard¿ shielded IV catheter the needle perforated the catheter. Patient revived multiple punctures. The following information was provided by the initial reporter, translated from (B)(6) to english: "during the puncture procedure, the mandrel perforates the catheter, rendering the product unusable, causing multiple punctures in the patient".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production. H3 other text : see h.10.

Event description:
It was reported that during puncture with bd insyte¿ autoguard¿ shielded IV catheter the needle perforated the catheter. Patient revived multiple punctures. The following information was provided by the initial reporter, translated from portuguese to english: "during the puncture procedure, the mandrel perforates the catheter, rendering the product unusable, causing multiple punctures in the patient."